Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no other devices. Only the proximal end of the device was returned. The proximal end of the hypotube measured 87cm from the edge of the manifold to where the fracture was located. No other damage to the device could be verified as the distal shaft with balloon was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the distal end of the device was not left inside the patient and most likely was mistakenly not returned by the hospital.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The indication for procedure was angina pectoris. Vascular access was obtained through the right radial artery. The physician was treating an 80% stenosed, eccentric shaped, 11mm long, de-novo lesion located in the non-tortuous and non-calcified, 3.5mm in diameter, distal right coronary artery (rca). The lesion was pre-dilated with a 2.5x15mm maverick 2 balloon catheter resulting in 50% residual stenosis. Another manufacturers' 3.5x15mm stent was implanted in the lesion. The physician wanted to use this 3.5x12mm quantum maverick balloon catheter to post-dilate, however, the shaft broke while advancing. The broken section was located outside the patient. Post-dilation was completed with another manufacturers' 3.5x12mm balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)